Manufacturer narrative:
This device was returned to mmdg for evaluation. The pump operated within product specifications. Mmdg could not confirm this complaint. There is no indication that the complaint occurred as reported. This report is being filed because the event occurred while the device was in use by a pediatric patient. Per our procedures all reports of this type of event that involve a pediatric patient are considered reportable.

Event description:
The initial reporter stated that the pump was "delivering air". The initial reporter also stated that the patient received a replacement pump and had not experienced any adverse events due to the complaint. They also stated that this was all the information they had available. [(B)(4)].